Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the needle of the sensor fell out and customer was unable to attach it back. Customer's blood glucose was 117 mg/dl. Troubleshooting for lost sensor was performed. No further reportable information reported.